Event description:
The account changed the hydraulic manifold and now the head of the bed will not raise. No injury reported.

Manufacturer narrative:
The account found the hydraulic manifold coil cable was loose on the power control module. The account connected the coil cable properly to resolve this issue.